Manufacturer narrative:
Date received by manufacturer-03/15/2014.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.